Event description:
It was reported by service report that the customer alleged that the patient-left side rail was not working. Inspection of the unit by the stryker service technician revealed that the siderails were functioning properly and that there were no defects or malfunctions. The alleged issue could not be duplicated. No patient involvement or adverse consequences reported.